Event description:
It was reported that the patient was hospitalized on (B)(6) 2024 due to an infection at the pod¿s insertion site. Additional information regarding treatment was solicited, but unavailable. The patient was discharged from the hospital on (B)(6) 2024.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's hospitalization and infusion site infection. No lot release records were reviewed, as the product lot number was not provided.